Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an interstim implantation on (B)(6) 2011, the screws on the electrode end needed to wound out in order to fit the electrode in. A screwdriver was used to loosen the screws and the electrode slid into the extension. The pt was fine and had a good stimulation result.